Event description:
Per the surgeon, the drill did not stop at the selected torque setting causing the screw to strip from the bone. The fixture was left in place, and an additional fixture was implanted.

Manufacturer narrative:
(B)(4).